Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic roux-en-y procedure, there was a solid tone from the generator. The blade was place in water and saline solution to clean. When the device was activated, ½ of the blade broke off into the water. A new device was used to complete the procedure. There was no patient impact.